Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the mobile programmer crashed. The tablet screen went white with an error message to ¿contact a representative¿. The issue occurred when the technician was toggling between the analyzer and the interrogated device screen. The mobile programmer remains in use. No patient complications have been reported as a result of this event.